Event description:
It was reported that an occlusion occurred. Additionally, it was reported that a cartridge alarm 1 occurred during bolus. A supply change was performed resolving the issues. Customer¿s blood glucose level was 134 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.